Event description:
Noise was reported on the rv and ff channels causing inappropriate vf detection on (B)(6) 2023. No inappropriate therapy was delivered. The patient will be brought in for more testing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.